Event description:
A needle holder insert broke during a surgical procedure into several pieces. The breakage was not noticed until the instrument made it to central processing. An x-ray was conducted on the patient and determined that pieces of the insert were left in the patient. The facility determined they did not need to re-open the patient to retrieve the pieces at this time. The needle holder had been repaired by a third-party repair facility.